Manufacturer narrative:
Section h10: (h3) the clinical evaluation noted that it was reported that a 72-year-old patient, received a total hip revision (side unknown) on 24 nov 2017. On 07 jan 2019, the patient experienced a hip revision due to instability. The surgeon explanted the size f 15 degree acetabular liner and explanted the 28mm +0 fem head (competitor's). Surgeon implanted a size f 32 mm constrained liner and 32mm biolox head with constraining ring. Upon leaving the or, the hip was stable and the patient was stable. There is no other information at this time. This device was used for treatment, not diagnosis. In a review of labeling, fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, and unintended bone fracture are all known risks associated with total hip replacement and may require a second surgical intervention or revision. There is no indication that there is a device related problem noted upon removal of the devices. The most likely cause of the reported event is most likely the use of a competitor's head with this manufacturer's construct. No information provided in the following section(s): a3, a4, a5, b6, b7 and e3, the following section(s) have additional info: d1, d4 (exp date and UDI number), d11, g4, g5, g7, h1, h2, h4, h7. Section h11: corrections made in the following section(s): (d1) brand name changed from novation to acumatch-a series. Section f: f6 and f8 were entered in error, please disregard. (G1) MDR reporting contact name changed to new manager.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to instability. The patient was brought to the operating room and surgeon explanted the size f 15 degree acetabular liner and explanted a non-exactech 28mm +0 femoral head. The surgeon implanted a size f 32 mm constrained liner and 32mm biolox head with constraining ring. The patient¿s hip was stable, and wound was closed. The patient was stable upon leaving the operating room.